Event description:
Treatment of an unruptured aneurysm. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pushwire broke during the deployment of the pipeline (4.00mm x 20mm) and the pipeline was removed from the patient. The pushwire and broken segments were also removed from the patient. Another pipeline was implanted without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).